Event description:
It was reported that the rigid video scope presented an error e104. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h4, h6, h11. The device was not returned to olympus, therefore, it was not possible to confirm the reported failure. Based on the results of the investigation and since the malfunction was not reproduced, a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.